Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent occlusion alarms. Customer resolved the occlusion alarms by changing supplies and resumed insulin delivery successfully. The customer's blood glucose was 400 mg/dl.